Event description:
It was reported that when a patient had the device on, the patient could see the abdominal wall moving, contracting, and pulsing. When the physician turned the device off, the patient got very symptomatic, so they knew the device being on was working with therapeutic benefit. The reporter believed the abdominal contractions hadn¿t always happened to the patient, but it was unknown how long this had been happening for. Impedances were normal and the patient¿s device had a bipole setting. The physician had ordered an x-ray. It was later reported that the manufacturer representative had requested the information from the health care provider (hcp) and was waiting on their response. The hcp was currently out of the country and the manufacturer representative didn¿t know when they would be back and would reach out to the office again. The manufacturer representative would be seeing the hcp on (B)(6) 2015 and would ask again. It was later reported that the manufacturer representative spoke with the patient¿s hcp. The hcp explanted and replaced the patient¿s devices. No outcome was reported regarding this event. Additional information could not be obtained at the time of the report.  Should additional information be received, a supplemental report will be filed.

Manufacturer narrative:
Concomitant products: product ID neu_unknown_lead, lot # unknown, product type lead; product ID neu_unknown_lead, lot # unknown, product type lead. (B)(4).